Event description:
It was reported that the patient complained of pain. The surgeon gets routine metal ion testing with any patients that have metal heads. This patient had a level of 5.6 ug/l. Surgeon is convinced that there is an issue with depuy¿s metal heads and summit stems. It is a 40 +1.5 metal head with a 58x40 +4n liner. Upon examining the greater trochanter it was observed that it had softened bone consistent with a psuedo-tumor. That was debrided. An new 40 ts ceramic +5. Doi: (B)(6) 2011; dor: (B)(6) 2022; affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.